Manufacturer narrative:
The technician found the manual release valve was not functioning. He replaced the valve to repair the bed.

Event description:
Information received indicates the manual CPR release is not working.